Event description:
It was reported that a patient underwent a uterine scar pregnancy procedure on (B)(6)2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened easy in a uterine scar pregnancy surgery. Resulting in failure to sew and stop bleeding in time, delaying the surgery time and increasing the bleeding of patients. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? Quantity of blood loss? Patient weight? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Please provide the lot number: all answers above are unknown. But according feedback of the sales no patient harm once there is any update, we will update the information. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 7/27/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: component code: g07002 no device returned. The following information was received: after investigation, a 27-year-old female patient underwent cesarean section due to "second pregnancy with uterine scar" on (B)(6) 2021. During the operation, the operator used the vcp359h for uterine tissue suturing in the way of continuous suturing (the specific suture tissue level was unknown). During the suturing, the needle pull off occurred. The operator immediately replaced a new suture (the specific product information was unknown) to continue the suturing. The subsequent surgical operation went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (with specific delay time unknown) and increased blood loss (with specific increase of blood loss unknown). The patient has been discharged smoothly now. No subsequent adverse events were reported. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.